Event description:
It was reported that an interlink system extension set leaked from above the filter, "where the tube connects." The customer noted that the leak was noticed fairly quickly after the unknown pump was turned up to 100 cc¿s per hour. The leak resulted in 25-50 cc¿s of the immune suppressant to puddle on the floor. This malfunction occurred during infusion. There was patient involvement; however, there has been no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.